Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the patient felt shaky and lightheaded at work. The cgm was displaying a normal reading (unspecified value). The patient was on her way to a room to get a bg test kit when she suddenly passed out. She believes she was unconscious for a couple of minutes. A co-worker found her lying on the floor. When the patient regained consciousness she was a little disoriented. Her co-worker checked the patient's bg and it was 38 mg/dl while the cgm was 113 mg/dl. The co-worker gave the patient apple juice and the patient felt fine after. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.